Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the internal threads of the implant (tsvtwb10) were damaged when attempting to remove abutment screw. The implant remains intact and there was no injury or impact to the patient.